Manufacturer narrative:
The subjected device is not returned.

Event description:
It was reported that guidewire broke on its proximal part during the procedure. There were no consequences reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. No additional information was received from the customer. Because review of available information failed to identify a definitive cause and because the product was not returned for analysis, a cause of undeterminable has been assigned to the reported guidewire break.

Event description:
It was reported that guidewire broke on its proximal part during the procedure. There were no consequences reported to the patient.